Event description:
A report was received from the USA in which the device has a not defined claim. It is unk if the device was used during surgery. It is unk if injury or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info becomes available, a supplemental report will be sent. (B)(4).